Event description:
The catheter was placed in 2006, a leak was noticed near the hub, so the line was repaired. The following day, the catheter broke and migrated, the migrated portion was removed on the same day.

Manufacturer narrative:
A complaint history review showed no other product complaints of similar nature. The complaint is inconclusive since the product was not returned for evaluation.